Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications. The gore® dryseal flex introducer sheath instructions for use states, potential adverse events that may occur and/or require intervention include, but are not limited to: vascular trauma.

Event description:
On (B)(6) 2020, this patient underwent endovascular treatment for a thoracic aortic aneurysm using gore® dryseal flex introducer sheath and conformable gore® tag® thoracic endoprosthesis (ctag). It was reported the sheath was inserted through the patient¿s left femoral artery. After the ctag device was implanted, access angiography confirmed a localized dissection at the origin area of the left external iliac artery. The physician decided to monitor this localized dissection without any additional treatment. Reportedly, when the physician removed the sheath, an intima of about 3 cm was observed/attached on the surface of the sheath. As a treatment for intima damage, the puncture site was surgically repaired. The patient tolerated the procedure.